Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was no evidence of contamination found under any of the key contacts. The pump¿s cover was removed and no damage or moisture was observed to the keypad flex/connector or other internal components. The keypad latch was found to be fully closed and undamaged. The original complaint of keypad button response issue was unable to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.